Manufacturer narrative:
This report is being amended to reflect changes in sections. No devices or photos were received; therefore the condition of the components is unknown. Device history records cannot be reviewed since the lot number of the product is unknown. A product history search cannot be conducted due to insufficient information. Root cause of this issue cannot be established due to insufficient information.

Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported the guidewire was fractured during surgery and the fractured tip was left in the patient's bone.